Event description:
It was reported during the explant/replacement procedure for the patient's right side scs ipg (reference MFR. Report: 1627487-2012-09436), the patient lost stimulation with the left side scs ipg about one month ago and has been unable to establish communication with the ipg using his patient programmer. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.